Event description:
The user facility reported the presence of small liquid outputs from the side of the cannula. The event occurred intra-operatively. There was no patient injury.

Manufacturer narrative:
D4: UDI: not applicable d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. The actual condition of the sample could not be determined, as it was not available for evaluation. The retention samples were visually inspected to check for any damage or holes in the catheter tube; none were found. The samples were also evaluated for the leakage test. There should be no bubbles coming from the catheter tube. All samples showed passed results. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at sr6, a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly with the aid of a needle guide, while the catheter is being pushed by the catheter guide to prevent the occurrence of the needle sticking out. The assembled needle and catheter assembly undergo silicone coating that allows smooth penetration of the needle and catheter into the skin. The machine runs under validated parameters. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. The pre-assembled tube was visually checked, wherein part of the check items before transfer to the catheter tip formation is damage/deformation on the tube. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we conduct an outgoing inspection to ensure product quality. The functional inspection contained a leakage test of; catheter tube and the catheter hub assembly. Precautions and warnings to avoid damage to the IV catheter during usage are indicated on the unit box. From the previous two fiscal years to the present, we received a total of four (4) complaints for the same issue, the cause of which was not identified as being related to our product or the manufacturing process. The cause of the complaint cannot be identified. However, a review of the product's lot history file revealed no related issues that would cause a hole in the catheter tube. We have controls in place to prevent damage or holes from transferring into the product during manufacturing. We also conduct routine inspections to check the condition of the products and confirm the leakage test. This is also one of the check items for outgoing inspection. Therefore, we advise following the precautions and warnings to avoid damage for the proper usage of the IV catheter. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.